Event description:
The reporter indicated a 12.6mm micl 12.6 implantable collamer lens was opened and a "notch" was noted in the upper corner of the lens. The lens was opened but no patient contact. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
No known impact or consequence to patient. Torn material. Evaluation method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a small piece torn off and missing from one haptic. The lens was returned dry and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method - device history record review results - a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions - based on the complaint history, work order search, device history record review and the evaluation of the returned product, the most likely root cause of the event has been determined to be due to user error or poor cartridge lubricity. (B)(4).